Event description:
The pt was handing his device to his mother when she noticed that the tubing was partially separated from the luer lock. The mother changed out his tubing to address the issue. The pt's blood glucose was not affected. No medical treatment was necessary. The product is being returned for eval.

Manufacturer narrative:
Issue described to agency in recall.